Event description:
It was reported that the patient presented with an infection that was not related to the device. During the procedure the right ventricular lead was unable to be removed due to a fracture. The lead remains capped. The patient was in stable condition.